Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) procedure due to unspecified reason. All the components were removed and replaced with a new ipp system. No information about the patient's outcome was provided. Additional information received. The previous ipp was replaced due to it was no longer functioning for the past six months. The specific device malfunction is unknown. The patient had a good outcome.